Event description:
It was reported that four days after undergoing a generator change out procedure with electrode removal and replacement due to a fractured electrode, this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a cerebral infarction. Subsequently, the patient underwent a thrombolysis procedure. As a result of the cerebral infarction, the patient is experiencing speech disorders. At this time, the physician does not believe there is a causal relationship between the explant procedure and the cerebral infarction. The device remains in-service at this time. No additional adverse patient effects were reported.